Event description:
(B)(6). Clear eye lot number 0072. My niece burnt her eyes using clear eyes. We flushed her eyes for two hours and the burning was so intense that she cried for 12 hours and is now asleep. The emergency room said that we have to wait it out and she is seeing an ophthalmologist today. Patient's age: adult ((B)(6)).